Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated that the sensor on their abdomen was displaying inaccurate readings. The customer's blood glucose dropped to 32 mg/dl after running and had to eat to treat the low blood glucose. The patient's blood glucose level was 101 mg/dl at the time of the call. The customer was explained that larger differences between sensor glucose and blood glucose may occur when blood glucose values are changing rapidly and during the beginning or end of sensor life. The customer was informed that their sensors will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specifications due to high readings. Unable to confirm the insertion needle complaint due to the customer did not return the insertion needle.